Manufacturer narrative:
It is unknown if the device will be returned.

Event description:
The event involved a smallbore bifuse extension set w/2 microclaves that leaked. The customer reported that when double pumping single strength noradrenaline (norad) at 10ml/hr it was noted that the patient¿s blood pressure was dropping. The line was checked and found that the lumen was leaking and the patient¿s pillow was wet. A new norad was made with a new double lumen and flushed successfully. The syringe was changed and 500mls stat of hartman¿s solution was given; and the patient¿s blood pressure came back up.

Manufacturer narrative:
It was initially reported that it was unknown if the device would be returning. The device did not return for evaluation. As no product samples, videos, or photographs were returned for investigation, a probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot no. 3737138 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.